Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance from parents to treat bg level as customer slept through low bg alarms. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.